Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating the common bile duct on a laparoscopic cholecystectomy, the handle with a 45mm reload did not fire. There was no patient injury.